Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition. A review of the event history log identified syringe plunger not in place in history. During functional testing the syringe plunger not in place error was found during syringe test and failed syringe plunger sensor test. A piece was broken off from the plunger board and the plunger board also came off the glue. The root cause of the problem was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced plunger board and performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump was not recognizing the syringe. No patient injury was reported.